Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, the cutting balloon froze on the wire. Vascular access was obtained through the radial artery. The 90% stenosed lesion was located in the moderately calcified and moderately tortuous mid left anterior descending (lad) artery. Upon attempts to withdraw the flextome otw 3.50mm x 10mm cutting balloon, the catheter froze on the non bsc guide wire. Both the cutting balloon and guide wire were removed together without incident. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).